Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Battery out limit alarm and low battery alarm were not verified due to unresponsive button. The insulin pump had moisture damage on electronics. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer received a battery out limit, and the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.